Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst indicated that right ventricular pacing impedance gradually increased from 1400 ohms in (B)(6) 2014 up to 1800 ohms by (B)(6) 2015. All high impedance and open circuit paces occurred since the ventricular lead warning on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was high and there was no capture. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.